Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible in the pump battery compartment. No physical damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:during a visual inspection of the pump, moisture was observed in the pump battery compartment and corrosion was found on the positive battery terminal. During testing, the pump did not power on and was unresponsive to user input due to moisture damage.